Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm, the insulin pump programmed boluses and was monitored. All boluses were completely delivered and properly recorded. There was no bolus anomaly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call bolus anomaly, excessive no delivery alarm and high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised two nurses check the insulin pump and notices visible insulin exit at the end of the catheter. Customer tried three different sets while troubleshooting on the line and insulin did not exit. Customer's alarm history showed 4 no delivery alarms. The insulin pump was able to rewind, prime successfully and passed the self-test. Diabetes nurse persisted for the insulin pump to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.